Event description:
It was reported that the pressure transducer test failed during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The expiratory pressure transducer printed circuit board was found to be defective, and as per service manual, the reported issue was solved by replacing it. The device logs were saved and sent for investigation. After successful testing, the anesthesia system was cleared for clinical use. The replaced expiratory pressure transducer circuit board was returned for further investigation. The investigation which consisted of a log evaluation, functional tests, safety tests and a long term test in ventilation mode on a test lung could not reproduce any issues. The received device logs confirm the reported pressure transducer test failure. The zero pressure offset had drifted outside the allowed limit and thus causing the pressure transducer test failure. Since the pressure transducer test failure could not be reproduced during our investigation, we have not been able to determine the true cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).